Event description:
The customer returned an additional vialmate for evaluation. Upon visual inspection, it was noticed that the vialmate locking system was loose in this sample. There was no patient involvement as the condition was discovered during evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned an additional used sample to the plant for evaluation. Visual inspection revealed that the samples were unlocked. Vialmate was dismantled for further inspection. During examination of the vialmate, it was noticed that the vialmate locking system was loose. Since the returned vialmate was already unlocked, the unlocking force could not be tested. The assignable root cause of the reported condition is due to measurement issue at the manufacturing facility. Additional information: a batch review cannot be performed since there was no lot number provided. This issue is being investigated through CAPA. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.